Manufacturer narrative:
(B)(4).

Event description:
It was reported " helium loss alarm. No harm to patient. Both pumps were used on the same patient. Customer swapped pumps out with 3rd pump and no issues with 3rd pump". Please see associated MDR#: 3010532612-2025-00146.

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss alarms" is confirmed based on the alarm log files provided. The alarm log files show the possible helium loss 2 and 3 alarms. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due the helium loss alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " helium loss alarm. No harm to patient. Both pumps were used on the same patient. Customer swapped pumps out with 3rd pump and no issues with 3rd pump". Please see associated MDR#3010532612-2025-00146.